Event description:
The customer contacted philips to report that this device failed to discharge via pads. The users switched to paddles and were able to deliver therapy. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.